Event description:
Customer reported hospitalization due to high blood glucose readings. Customer's recent blood glucose reading was 275 mg/dl and has treated with the insulin pump. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.